Event description:
Info rec'd indicates the foot and brake/steer caster is not holding when in brake.

Manufacturer narrative:
The technician found the caster was worn and rusted. The technician replaced the caster to repair the bed.